Event description:
It was reported that this right ventricular (rv) lead exhibited noise, loss of capture, high capture threshold, and gradual increase to high out of range pace impedance measurement greater than 2,000 ohms, during routine follow-up. The physician suspected lead damage, but imaging did not confirm. The device was reprogrammed for optimization. Subsequently, the lead was explanted and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is received for analysis, this report will be updated with pertinent information upon completion of product analysis.